Event description:
It was reported that during change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. Lead will be monitored.